Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin was burning when infusion set was changed. Customer's blood glucose was 257 mg/dl and 404 mg/dl. Customer was advised to contact healthcare professional regarding the burning.